Event description:
It was reported while using bd vacutainer® urinalysis preservative urine tube, an unspecified number of tubes underfilled. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. A total of 100 retained samples underwent visual inspection, confirming that the hemogard closure assembly was correctly assembled and properly placed on the tubes. Functional tests were performed on 10 of the retained samples. All tubes were found to be within specification limits, with no issues identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: draw volume. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® urinalysis preservative urine tube, an unspecified number of tubes underfilled. There was no health impact or consequences reported.